Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2015. The investigation included: methods: evaluation of actual device. Review complaint history review. Review of complaints history. Results: the customer complaint incident was verified and duplicated. A DHR review was completed for mpm-1 monitor serial number (B)(4), work order (B)(4). Date of there is no service history for mpm1 monitor serial number (B)(4), thus there is no service history to be reviewed. The DHR review has been deemed satisfactory. A minimum of 12 month review of mpm-1 monitor customer complaints was completed in trackwise® using the following key words ¿unit not working¿ and a root cause ¿digital pcb¿ in the search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. A total of 6 complaints were reviewed of which complaint incident is the 1st complaint that contained the search criteria. No review of non-conformance reports (ncrs) is deemed necessary as no trend has been identified. No further actions are deemed necessary. Future complaints will be continued to be monitored and trended. Conclusion: the failure analysis investigation has concluded the root cause of the complaint incident was due to a faulty digital pcb which resulted in display suddenly to shut down during use with no icp (intracranial pressure) information displayed on the mpm-1 monitor.

Event description:
During use for the patient, the display suddenly shut down. The unit could not be turned on anymore. Additional information was received on 12 nov 2015 with the following: on (B)(6) 2015, the incident suddenly happened during normal use. Patient age, gender, reason for monitoring were unknown. There was no patient harm and no delay in treatment.